Event description:
Dexcom g7 sensor failure after receiving no blood glucose readings for over an hour. My blood sugar went to over 300 when I did a fingerstick check. The hyperglycemia was due to the dexcom sensor not giving my insulin pump any blood glucose readings. This is a recurring issue with dexcom g7 that I've experienced for several years, with majority of the sensors failing, providing inaccurate, dangerous readings that are false. Bent catheters, catheter does not deploy, sensor failure, and I have never had a sensor last 10 days as advertised, I get maybe 5-7 days if I'm lucky.